Manufacturer narrative:
Additional information: d9, g3, h3, h6. Damages caused by customer. Outer tube damaged, needle outer tube dent(s) deep dent outer tube bent. Outer tube damaged, distal tip damaged. Particulate, optics particulate under distal lens heavy residue particulate under proximal lens. Optical system, optical components optical system loose. Prism loose. Broken lenses in optical system. Cosmetic issue scratches/dents. See vendor evaluation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/07/2025, a facility representative reported via (B)(4) that an ar-3351-5500 scope had a detached lens. This was involved in a case where there was no patient harm.